Event description:
Cuff of the catheter came off upon removal and remains in the pt. Unk if cuff has been removed.

Manufacturer narrative:
According to the complaint incident report contained in this file, "cuff of the catheter came off upon removal and remains in the pt. Do not know if they were able to get it out or not." Upon receipt, the surecuff was missing from the complaint sample. A slight impression in the tubing where the heat sleeve/surecuff would be located on the catheter is observed 2 inches distal to the bifurcation site. The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of revj0773 showed no other similar product complaint(s) from this lot number.